Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered three bursts of anti-tachycardia pacing (atp) and six shocks as inappropriate therapy for a suspected atrial or sinus driven arrhythmia, with therapy exhausted as a result. Technical services (ts) reviewed the recorded episode with the calling health care professional (hcp), with the hcp reporting they would consult with cardiology for further patient evaluation and treatment options. The device remains in service. No additional adverse patient effects were reported.